Event description:
In 2004, the reporter contacted lifescan on the patient's behalf alleging that her one touch surestep meter was prompting the "apply sample" message. The patient did not allege harm. There is no indication that the patient experienced injury. She contacted a medical professional; however, no treatment was received. The customer care representative (ccr) confirmed that the patient had been applying a sufficient sample size and using correct testing techniques. The ccr walked the reporter through a retest with a new test strip and the confirmation dot did not change in color when the blood sample was applied. The patient did not have a new vial of test strips to complete troubleshooting. There is an indication that the test strips malfunctioned, as they did not change in color. Therefore, the event meets the criteria for a medical device reportable. The test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subjects strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluated them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.